Manufacturer narrative:
Medtronic received the following information from a journal article entitled; endovascular repair of concomitant aortic arch and kommerell aneurysms after failed surgical debranching yuxuan ong d , han hwee quek l, leong tan w, pua u journal of vascular and interventional radiology volume 33 issue 3 pp. 348-350 https://doi.org/10.1016/j.jvir.2021.10.028. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient was incidentally found to have aberrant right subclavian artery (arsa) with an 80mm aneurysm of the kommerell diverticulum (ka) and a concomitant 73mm aortic arch aneurysm. Surgical debranching with arch replacement was attempted, given the risk of rupture. However, this approach was unsuccessful because the arsa was intraoperatively assessed to be too calcified for cross-clamping; therefore, only debranching of the bilateral carotid arteries was performed. A non mdt stent graft was then fenestrated for a planned endovascular repair. The non mdt was deployed with the proximal landing zone in the ascending aorta distal to the ostium of the debranched carotid arteries and the distal landing zone in the mid-descending aorta. A small type 1a endoleak was noted immediately after the deployment, therefore a valiant navion stent was implanted as a proximal extension. To avoid device migration from wind sock phenomenon during the deployment of the components at the aortic root, the mean systolic blood pressure was reduced to 60 mm hg by inflating a compliant non mdt balloon catheter introduced through a right femoral vein access into the right atrium and pulled down to occlude the inferior vena cava to decrease cardiac preload. The fenestrations were cannulated and non mdt bridging stents were also implanted. Completion aortography showed brisk perfusion of bilateral carotid arteries and subclavian arteries as well as exclusion of the ka and arch aneurysms, with no endoleak. All the vascular accesses were successfully closed using a non mdt closure device. It was reported that manual compression was required to resolve a small groin hematoma at the main body access site. After the operation, the patient exhibited transient cortical blindness in both eyes, leading to a diagnosis of posterior reversible encephalopathy syndrome. The authors posit that the likely cause of posterior reversible encephalopathy syndrome is rapid fluctuations in blood pressure related to manipulation of the systolic pressure by the atriocaval balloon although the patient¿s visual symptoms resolved spontaneously after 1 week, the patient succumbed to hospital-acquired pneumonia after 3 months.